Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned, and an evaluation was completed. During the inspection, olympus did not confirm the reported event. In addition, the following non-reportable malfunctions were found during the device evaluation: error b30, replacement of the production label, leakage and tear marks from the biopsy channel, angulation problems. The device was also repaired by a third-party service, which included tube insertion, nozzle, light guide tube, bending section cover or distal sheath, light guide lens, objective lens, distal end, and plastic cover. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus the image was fuzzy on the gastrointestinal videoscope. The issue was found during reprocessing. There were no reports of patient harm.